Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency room with shortness of breath. Upon interrogation, the right ventricular lead exhibited loss of capture, drop in sensing and low impedance. The lead perforated the myocardium leading to pericardial effusion. Pleural effusion was also noted for which chest tube was placed .the lead was explanted. The patient was stable post procedure.

Manufacturer narrative:
Explant date should have been included in the previous report.